Event description:
Registered nurse reported continuous oozing from around tesio catheter site, lowered blood pressure, 6 units of platelets given, 20mcg of ddavp, 2 units of packed red blood cells, the catheter sutured and surgical dressing applied.